Manufacturer narrative:
Additional initial phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed using a vial-mate adapter. The adapter was used with a zerbaxa vial and a bag of sodium chloride. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 25, 2022 - march 02, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.